Event description:
Complainant has been using a 770g insulin pump for a few years. She is a type 1 diabetic and have carpal tunnel syndrome and was going to have surgery to remove 2 nodels from her, a carpal tunnel repair. On (B)(6) 2024, while at (B)(6) surgery center for observation her blood sugar was at 134 or below. During the surgery, the device beeped, and the anesthesiologist said it was 400. The anesthesiologist gave her 5 units of insulin to bring it down and it went down to only 396. She called her physician, and he said keep drinking liquids. At 5 pm she looked at the graph on the pump and the entire day the pump was not dosing her with any insulin. They kept her at (B)(6) hospital from (B)(6) 2024. On (B)(6) 2024, they managed to get her blood sugar down by injecting long-acting insulin and regular. She contacted the medtronic, and they did a trouble shoot but there was no way of fixing it. They didn't know what the problem was. So, they sent her a new insulin pump which is a minimed 780g insulin pump. Complainant explained that the model code and lot number given is from the previous box because they did not send her a new box when they sent her a replacement.